Event description:
During a makoplasty uni-condylar knee replacement procedure the technician crossthreaded the end effector nut into the base plate. Due to the crossthreading of the nuts on the end effector the system was unable to successfully register the robotic arm. The surgeon converted the surgery to a navigated depuy unicondylar knee replacement.

Manufacturer narrative:
Upon speaking with the mako rep it was discovered that the point on the screw where the break occurred was above the threaded area, therefore portions of the thread where sticking up out of the end effector mount. It was determined that the end effector mount was an older version which did not include the threaded inserts. A new version of the end effector has been sent to the site to replace the damaged one.